Manufacturer narrative:
(B)(4). Also was used: plc271200j/(B)(4), UDI# (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to occlusion of device or native vessel. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic treatment using gore® excluder® aaa endoprostheses. A 18fr gore® dryseal flex introducer sheath was inserted from the right side and a 16 fr gore® dryseal flex introducer sheath was inserted from the left side. A trunk ipsilateral leg endoprosthesis was inserted from the right side. The ipsilateral leg was deployed, and then a contralateral leg endoprosthesis (plc121200j) was implanted from the distal of the ipsilateral leg to the right external iliac artery as planned. Two contralateral leg endoprosthesis (plc141000j and plc271200j) were implanted in the left limb. An aortic extender endoprosthesis was inserted from the right side and implanted proximally. The procedure was completed without reported issue. The patient tolerated the procedure. After the procedure, 4-5 hours later, no pulse of the left peripheral artery could be felt. The physician suspected the vessel occlusion. The angiography imaging revealed that the dorsalis pedis artery was occluded. The thrombectomy was performed on the same day of the initial procedure. The occlusion was resolved. The physician suggested that it was possible thrombus was scattered by the guide wire operation but the root cause was not determined (it was possible that the catheters and the sheath which were inserted from the left side were related to this event as well). It was reported that there was a thrombus in the aneurysm sac and there was no significant thrombus and the calcification in the patient peripheral artery.